Event description:
It was reported that noise oversensing was observed. There was no patient impact, as the patient has an intrinsic rhythm. However, upon device check it was found that the right ventricular (rv) lead pace impedance recorded an out of range measurement of about 2003 ohms. Further review by a physician was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.